Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 68-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella became too shallow, and the inlet and outlet were in the aorta. The pigtail was the only part of the device across the valve in the left ventricle (lv). A transthoracic echocardiogram (tte) confirmed position to be shallow. A physician attempted to recross but was unsuccessful. Per tte the patient's lv was functioning well. The physician determined that the impella served as a successful vent and decided to remove the device. The post-procedure outcome is survived at explant. While on support, the device functioned as intended for lv unloading at p-5 at 2.9l/min with d5w sodium bicarbonate in the purge solution. The impella will be reported for the early medical device removal; however, the removal was performed with no consequence to the patient and support.